Event description:
(B)(4). The dealer reported that the m41 power wheelchair issues first report, the patient alleged that the unit was hard to drive, was having wide turns, and it had stopped on her. Second report, it was still hard to drive. Dealer checked the error codes, and the joystick, the motors, and the brakes were faulty. However, the motors were noisy and on speed 1 it would stall on the carpet, won't move or jerked and rattled. On speed 2, it would move, but it stalled several times while the dealer was testing it. There was no reported patient injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41, serial number/date code (B)(4) is approximately five month old. The owner's manual part number 1143206 rev. G (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.